Event description:
The customer reported that the unit shut off while in use. The customer added additional error code pressure regulation high error. The customer reported that the unit was in use on patient at the time of the event, but there was no patient harm reported. The unit was removed from the patient without further incident. The customer contacted product support and stated that on 12/26/21, the unit shut off with black screen. The unit was restarted and continued to ventilate until replacement unit was obtained. In the biomed shop, the customer was able to power on unit and go to the significant event log. There were no error codes noted. The unit is under warranty. Onsite service was dispatched. The authorized service personnel (asp) reported that the touchscreen was intermittently not responding. The asp replaced the touchscreen. Per asp, the pressure regulation high 1009 error code was not caused by the system. No part was replaced for this error.